Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, it was difficult to close the clips on two occasions with the medium-large clip applier instrument. The clip did not come loose from the clip applier but instead, was stuck around the vessel and in the medium-large clip applier instrument. This event resulted in the assistant having to use laparoscopic hem-o-lock forceps to place the clips. The vessel was cut off with laparoscopic scissors, and the medium-large clip applier was loosened. The clip that was stuck around the vessel and in the clip applier came loose. It was observed that one jaw of the medium-large clip applier instrument was pressed in. No fragment fell into the patient. The procedure was completed. The issue caused a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.